Manufacturer narrative:
No device sample was returned for eval. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The engineering files were reviewed. All pull test values and elongation values were above specification. Without evaluating the device involved in the incident, we are unable to determine the cause or factors which contributed to this event.